Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to pull medications from main drawer 1.1 pocket c1. Customer tried to reboot and recover, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer stated that according to health site viewer, there were no failed pockets/ drawers in the 2c cabinet, and someone might had resolved it. The field service engineer confirmed that it was a self-service site and cancelled the workorder. The system functioned as intended.